Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsulorraphy.

Event description:
Healthcare professional reported they "poked the implant with a needle" for an unknown side. Device was explanted.